Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. Review of the device diagnostic log noted a vent inop occurrence due to an oxygen motor error. The manufacturer's service technician replaced the main pcb board to address the findings. Final applicable testing was completed and tests passed to operating specifications.